Event description:
Patient was having a total vaginal hysterectomy, repair of cystotomy. The cystotomy was repaired with 2-0 vicryl in a running fashion and imbricating in a second layer. The vagina was then closed with an 0 vicryl in a running fashion. All instruments and lap counts were correct x2. The tip of the sh 26mm needle was noted to be missing, after protecting and handing to the scrub technician. Abdominal/pelvic x-ray was performed. No metallic objects were visualized. There was sweep of the floor as well as visualization of all the drapes and no tip of the needle was seen.